Manufacturer narrative:
The reported complaint that the thermogard console (sn (B)(6)) was leaking coolant was confirmed during visual inspection and functional testing. The root cause of the reported issue was the defective tube under the coolant drain coupler, likely due to the aging of the device. The thermogard console was manufactured in 2008 and is more than 16 years old, well past the expected service life of 5 years. To remedy the issue, the tube was replaced. Upon visual inspection, coolant was found under the tube of the drain coupler. No other physical damage was observed on the thermogard console. Functional testing was performed, and the device could be used. However, the tube under the coolant drain coupler was leaking, thus confirming the reported complaint. Following the replacement of the defective part, the system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for the thermogard console with the sn (B)(6).

Event description:
The customer reported a fluid leak from the thermogard console (sn tgxp00163). According to the reporter, the leak was observed during the first use following the device's maintenance. No further information was provided regarding the details of the treatment. The patient's status information was requested, but the customer did not provide a response.